Manufacturer narrative:
Evaluation of the returned device noted the trap door to be crooked which could have contributed to the reported event. (B)(4).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This device was utilized in a prior procedure and a subsequent procedure and MDR numbers 1825034-2011-00876 & 1825034-2011-00877 have been submitted to report those events. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B)(4).

Event description:
It was reported that patient underwent rotator cuff repair procedure on (B)(6) 2011. During the procedure, the suture passer would not hold the suture in order to pass it. The surgeon completed the procedure utilizing a competitor's product. There was no injury to the patient or delay to the procedure as a result.